Event description:
It was reported that the pump self-suspended. The pump had been exposed to moisture; there was no issue reported with the keypad. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no evidence of the pump suspending found in the black box. During investigation the pump was suspended and resumed with no issues. There were no issues found with the keypad buttons; all buttons were found to be functioning appropriately with no hypersensitivity observed. Unrelated to the complaint, investigation revealed moisture under the display and a display lens leak, as well as corrosion on multiple internal pump components. The reporter had stated that the pump had been exposed to moisture. The moisture in the display is not likely to cause an adverse event as it is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.